Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked, lens damaged in delivery system. The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Evaluation conclusions: based on the complaint history and the evaluation of the returned lens, a likely cause of the event is due to a learning curve with the lens and injector system. (B)(4). Product not returned.

Event description:
The reporter indicated the surgeon attempted to insert a 22.5 diopter aq2015a silicone aspheric three piece lens and the lens tore. There was no patient contact. Another lens was implanted using a new injector system. The reporter indicated the surgeon had a problem with the injector system but with further training and practice, it has become easier to load the lenses.